Event description:
It was reported that during the procedure, the 12 x 40 mm armada 35 balloon dilatation catheter was advanced into the patient anatomy without resistance. During the first inflation, the balloon was inflated to an unknown pressure; however, the balloon would not inflate all the way. An attempt was made to deflate the balloon; however, it was noted that the balloon would not deflate. Due to resistance during withdrawal, the inflated balloon dilatation catheter was removed from the anatomy along with the sheath as a single unit, and vessel access was lost. There were no adverse patient sequelae. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon was partially inflated upon receipt. Functional testing was performed and the reported difficulty in deflating the balloon was confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on an expanded related record review and investigation, a product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.